Event description:
It was reported that the patient presented for a lead revision due to increased capture threshold and lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was in stable condition post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.